Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: as the serial number of the lead is unknown, no investigation could be performed. It should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. The event is recovered in our database for trends purposes.

Event description:
It was reported that this device was explanted due to infection and erosion. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).